Event description:
It was reported that during an ultrasound guided kidney biopsy procedure, the device was allegedly failed to fire. Coaxial was not used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one original physical sample and two sealed maxcore disposable core biopsy instruments were returned for evaluation. Original sample was returned along with the sealed samples; so, one sealed lot sample was opened and evaluated from the returned. Upon functional testing, both the original and sealed lot sample devices were able to be fully primed with no issues. The original device and sealed lot sample device was further tested by cocking and firing each device 3 times in a chicken breast with each trigger, for a total of 6 tests. Both the original and sealed lot sample devices were able to prime and fire properly. All 6 samples were obtained by each device with no issues. The reported event is unconfirmed for the evaluated lot sample, as the device was able to prime, fire properly and obtained all samples without issues. Also, the investigation is unconfirmed for the reported failure to fire as the original device was able to prime, fire properly and obtained all samples without issues. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10